Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) has nearly depleted after only two years due to higher outputs. This crt-d remains in service. No adverse patient effects were reported.